Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the ultrasound gastrovideoscope's rubber tip was damaged. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cuts on pink rubber. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure.

Event description:
No additional information received from the customer.